Event description:
Per the clinic, the patient experienced an infection and extrusion of the receiver/stimulator posterior to the incision site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed), tip foldover and poor performance with the device use. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.